Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected error test. No failed battery alarm was noted. The pump was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to cracked end cap. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was 269 mg/dl. The father stated that they replaced the battery 4 different times and they still received failed battery test. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The father declined to troubleshoot for high readings.